Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the decreased basal, customer's blood glucose (bg) rose to 692 mg/dl. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.